Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the user interface pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that the screen of their device turned white after the device was turned on, during the daily device check. A white screen is indicative of a device lock-up. There was no patient use associated with the reported event.